Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on all pump tubes. No functional abnormalities were noted with the pump. A separation within abrasion was noted on the exhaust tube of cylinder 1. This was a site of leakage. Abrasion was also noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 2. Abrasion was noted on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning then most likely caused the exhaust tube of cylinder 1 to abrade against the cylinder base, resulting in a separation of the tubing near the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, device required replacement due to a tubing leakage. No other adverse patient effects reported.